Manufacturer narrative:
Bec offered to dispatch a field service engineer (fse) to the customer's site. The customer had declined the offer. An evaluation of the analyzer was not performed. A definitive root cause for this event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a discrepant result for ferritin for one (1) patient sample assayed with access ferritin reagent on a unicel dxi 800 access immunoassay system. The discrepant ferritin result was reported outside of the laboratory and questioned by the ordering clinician. There was no impact to patient treatment associated with this event. The customer sent the patient sample to a reference laboratory for ferritin analysis which was performed on a different instrument platform. A higher ferritin result from the reference laboratory was obtained. The clinician reported that the higher ferritin result more closely matched the clinical presentation of the patient. Bec requested that the customer send the patient sample to bec for additional analysis to determine if a heterophile interferent was present in the sample. The customer declined to send in the patient sample at this time. Bec requested that the customer send their ferritin calibration curves, quality control data, and system check data to bec for review. Despite multiple requests, the customer has not sent in any of the requested data. The customer reported that quality control data for ferritin was recovering within the laboratory's established ranges both prior to and after the event.